Event description:
A patient with cervical radiculopathy, initially treated with acdf, anterior cervical disc fusion. Right side radicular pain persisted. Spinal cord stimulator was placed with good relief arm pain, but no relief of neck pain. Stimulator stopped working about a year ago. The patient has also had a number of radiofrequency facet blocks without relief neck pain. The patient is here for spinal cord stimulator revision.